Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the charger for the ilet system was not functioning, as indicated by no lights on the charging pad despite attempts with different outlets and manipulating the cord, and a replacement charging pad was sent. Investigation included a review of device history records and a review of complaint details. Investigation of this case revealed a suspected charger malfunction. It was concluded that the event was related to a nonconforming accessory component without patient injury.